Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaintant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical canada. The customer's report was verified and the main board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that during biomed testing, the device failed the real time clock test. Complainant indicated that there was no patient involvement in the reported malfunction.